Manufacturer narrative:
A partial lead with the distal tip measuring 19.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed. Lead remains implanted and will be reassessed at time of generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.